Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery fully depleted. During troubleshooting with tandem technical support review of the pump data determined that the customer had not charged the pump and the battery was depleting at the expected rate. Additionally, the customer reported that the pump time settings were incorrect. Review of pump data by tandem technical support determined that the pump time settings (am/pm) settings had been incorrectly inputted by the customer. The customer's blood glucose (bg) level was impacted (504 mg/dl). The customer delivered a manual injection to address elevated bg level.

Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10-15 minutes), and to also avoid frequent full discharges.